Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe would not cut during a vitrectomy procedure. The probe was exchanged twice with no change. The system was exchanged to complete the procedure. There was no harm to the patient. This is one of two reports being filed for the same facility.